Event description:
The article, "embolization of left ventricular outflow tract calcification after tavr with a self-expanding valve", was reviewed. The article presented a case study of an 85-year-old male patient undergoing inhalation therapy for chronic obstructive pulmonary disease (copd) and had a history of chronic kidney disease. It was reported that on an unknown date, a 25mm navitor valve with vision was chosen for implant. During procedure, there were two partial recaptures before the device was successfully deployed with no non-uniform expansion. However, aortic valve pressure gradient remained moderately stenotic and a post-dilatation with a 16mm balloon was performed with no satisfactory reduction in pressure gradient. Due to patient comorbidities, the procedure was concluded and patient was returned to intensive care unit. The patient then immediately experienced bradycardia, hypotension, and altered consciousness. Electrocardiogram (ECG) revealed st-segment elevation and transthoracic echocardiography (tte) revealed akinesis in the anterolateral wall, leading the team to suspect coronary occlusion. Transesophageal echocardiography (tee) revealed a mobile, calcified mass at the lower and inner edges of the valve. Coronary angiography revealed a radiolucent area of the left main trunk (lmt). A decision was made to cross the lesion and dilate with a 2.5mm balloon and a drug eluting stent was implanted. Intravascular ultrasound showed that the lesion in the lmt was eccentrically calcified with acoustic shadowing, resembling a calcified nodule. Immediately after recanalization, tee showed clear recovery of left ventricular contractility, and hemodynamics stabilized, allowing removal of extracorporeal support in the catheterization laboratory and subsequent return to the intensive care unit. Patient was discharged on day 12. The article concluded that is important to be aware of the possibility that a partially retracted, slightly opened self-expanding valve may interact with left ventricular outflow tract (lvot) calcification [the primary author was tetsuma oyama, department of cardiovascular surgery, juntendo university shizuoka hospital, izunokuni, japan. The corresponding author was hirohisa endo, department of cardiovascular medicine, juntendo university shizuoka hospital, 1129 nagaoka, izunokuni city, shizuoka, japan, with corresponding e-mail: hendo@juntendo.ac.jp].

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: embolization of left ventricular outflow tract calcification after tavr with a self-expanding valve

Event description:
The article, "embolization of left ventricular outflow tract calcification after tavr with a self-expanding valve", was reviewed. The article presented a case study of an 85-year-old male patient undergoing inhalation therapy for chronic obstructive pulmonary disease (copd) and had a history of chronic kidney disease. It was reported that on an unknown date, a 25mm navitor valve with vision was chosen for implant. During procedure, there were two partial recaptures before the device was successfully deployed with no non-uniform expansion. However, aortic valve pressure gradient remained moderately stenotic and a post-dilatation with a 16mm balloon was performed with no satisfactory reduction in pressure gradient. Due to patient comorbidities, the procedure was concluded and patient was returned to intensive care unit. The patient then immediately experienced bradycardia, hypotension, and altered consciousness. Electrocardiogram (ECG) revealed st-segment elevation and transthoracic echocardiography (tte) revealed akinesis in the anterolateral wall, leading the team to suspect coronary occlusion. Transesophageal echocardiography (tee) revealed a mobile, calcified mass at the lower and inner edges of the valve. Coronary angiography revealed a radiolucent area of the left main trunk (lmt). A decision was made to cross the lesion and dilate with a 2.5mm balloon and a drug eluting stent was implanted. Intravascular ultrasound showed that the lesion in the lmt was eccentrically calcified with acoustic shadowing, resembling a calcified nodule. Immediately after recanalization, tee showed clear recovery of left ventricular contractility, and hemodynamics stabilized, allowing removal of extracorporeal support in the catheterization laboratory and subsequent return to the intensive care unit. Patient was discharged on day 12. The article concluded that is important to be aware of the possibility that a partially retracted, slightly opened self-expanding valve may interact with left ventricular outflow tract (lvot) calcification [the primary author was tetsuma oyama, department of cardiovascular surgery, juntendo university shizuoka hospital, izunokuni, japan. The corresponding author was hirohisa endo, department of cardiovascular medicine, juntendo university shizuoka hospital, 1129 nagaoka, izunokuni city, shizuoka, japan, with corresponding e-mail: hendo@juntendo.ac.jp].

Manufacturer narrative:
As reported in a research article, embolization of left ventricular outflow tract calcification after tavr with a self-expanding valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The surgical intervention was a result of case-specific circumstances. There is no indication of a product issue with regards to manufacture, design, or labeling. B3: event date is estimated. D4: the UDI number is not known as the part and lot number were not provided.